Manufacturer narrative:
Date of event is estimated. The method/results/conclusion codes will be sent in a subsequent report once investigation is complete.

Event description:
It was reported that the patient had an inoperable ipg. On (B)(6) 2020, the ipg was explanted and replaced. The patient has effective therapy.